Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer was experiencing high blood glucose level. Blood glucose level at the time of the incident was 495 mg/dl which was treated with syringe. Customer had symptoms such as nausea and vomiting. High pressure test, displacement verification test and self tests were performed and all passed. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be replaced and return the product for analysis.